Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad traces. The backlight display functioned properly. The device was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube.

Event description:
Customer's mother reported that the buttons on the insulin pump were not working. It was stated that the customer had to press the buttons really hard and the light does not come on. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.